Event description:
A surgeon reported that four months after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. There is no harm to the pt. The shunt remains implanted.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There has been one other similar complaint reported in the lot number. (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
In a follow up, the surgeon reported that the shunt was suspected to be clogged as the intraocular pressure was gradually increasing. Glaucoma drops were prescribed, but the surgeon elected to go ahead and explant the shunt. A trabeculectomy was performed during the explant procedure.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
In a follow up, the surgeon indicated that the bleb had flattened from 2015-2016 and a needling treatment had been performed (B)(6) 2016. He also reported that the patient was hospitalized from (B)(6) 2017 during the shunt explant procedure and recovery.

Manufacturer narrative:
Sample was returned for investigation, including only the shunt and without other identification means. Unknown material was seen on the shunt's body and the shunt lumen was found blocked. Therefore, the reported complaint was confirmed. After cutting the shunt, openings on both sides of the restriction unit were seen and no welding penetrations were seen; therefore, there is no indication for manufacturing related factors that could cause the blockage. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Due to the above, one may conclude that the blockage was formed after the product left the manufacturing plant.the root cause is inconclusive - no root cause identified, as the blockage could have been caused by many different reasons during and after the clinical procedure. Since openings were seen on both sides of the restriction unit and no welding penetration were seen, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal ref #is: (B)(4).